Manufacturer narrative:
Investigation summary: a review of the device history record, specifications, documentation, drawing, quality control, manufacturing instructions and a visual inspection of the returned device were conducted during the investigation. One device was returned for investigation. The device was returned with the handle and basket formation in the closed position. A visual examination noted the support sheath is severed at the nose of the mlla(male luer lock adapter). There is a 3 mm space between the mlla and the support sheath. The collet knob is tight and secure. The mlla is finger tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. The support sheath and the basket sheath were found to be detached. The basket formation has a flattened/smashed appearance. One of the wires has been pulled or caught on something. The wires are secure in the cannula. There are no kinks in the basket sheath. The width of the basket formation is 8 mm and the length of the basket formation is 1.5 cm. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found one non-conformance associated with the complaint device lot number which was identified and scrapped prior to further processing. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported during an ureteroscopy while using a ncircle tipless stone extractor device, only two of the four wires would deploy. Another basket was utilized to complete the procedure. No patient impact or consequences have been reported.